Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf055 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the needle is too long, does not enter the chamber remaining outside where it appears to be unstable, despite the dressing of high risk of displacement and overflow of chemotherapy. No other information was provided.

Event description:
It is reported that the needle is too long, does not enter the chamber remaining outside where it appears to be unstable, despite the dressing of high risk of displacement and overflow of chemotherapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty handling the infusion set was inconclusive because the received sample appeared to be the non-original product sample. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample was received in its original sealed package. The device appeared unremarkable. The needle length was measured and found to be 0.75¿, which matched the length identified on the product package labeling. Tactile inspection of the sample was unremarkable. The housing/needle/safety assembly felt stable and appeared to function as intended. Microscopic inspection of the sample was unremarkable. The infusion set components appeared well-formed and unremarkable. The device was used to access a non-complainant implantable port device. Insertion, infusion and removal were successful and unremarkable. No deficiencies were discovered during evaluation of the retuned sample and the needle length was found to match the product labeling; however, the sealed state of the package indicated that the returned device was not the originally implicated infusion set. Additionally, the complaint appeared to pertain to the interaction between the infusion set and the adhesive dressing, which was not returned for evaluation. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.